Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm. During troubleshooting, the caregiver (cg) mentioned replacing only part of the setup and not all of the bags and cassette. The technical service representative (tsr) assisted the cg to end the therapy from fill 1 and to setup again with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product due to use error was confirmed because the caregiver (cg) replaced only part of the setup and not all the bags and cassette. The technical service representative (tsr) assisted the cg to end the therapy from fill 1 and to setup again with new supplies. Since it cannot be determined why the caregiver (cg) replaced only part of the setup and not all the bags and cassette, the as determined cause for this complaint is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.